Manufacturer narrative:
Occupation: reporter is a synthes employee. Part: 352.130. Lot: 26453. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: january 30, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: visual inspection performed at customer quality observed no issues with the returned complaint device. Nothing is broken and there are minimal signs of wear. The cutting flutes are still in good condition. A device failure was not identified. Investigation conclusion: a definitive root cause for the device breakage could not be determined as no issues were noted during the investigation. The overall complaint condition is unconfirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection of a loaner set on an unknown date, a medullary reamer head was found to be broken. There was no surgical procedure and patient involvement. This report is for a 13.0 mm medullary reamer head. This is report 1 of 1 for (B)(4).